Event description:
The gamma target is broken. Details of the event are not known at this time.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device, but rather would be related to user technique.